Event description:
I have essure implanted in 2010. A few years later I suffered the following side effects, nausea, lethargic, white and red high counts, blood in urine, severe pack pain, severe abdominal, hip and groin pain, headaches, body aches, heavy irregular bleeding and constipation. Painful ovulation and sex.